Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the metal cap exhibits char and detritus build up. The glass cap exhibits a radial fracture at the output window. The fiber is fractured distal to the fiber/cap fusion zone. The glass cap distal to fracture is not attached to the metal cap (adhesion to metal cap is lost). The glass cap/fiber proximal to fracture could rotate independently within the metal cap. Based on the analysis findings the fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed and the output beam kept flashing at 69,382 joules of use. The case was completed using a second fiber. There was no report of injury.